Event description:
It was reported that cgm displayed error message during sensor use. No additional information was received regarding the customer¿s blood glucose level or any adverse impact. Customer contacted support, received instructions for complete pump reset, and successfully completed reset, after which error did not recur and sensor session was started successfully.